Event description:
It was reported the outer shaft fractured. A direxion fathom-16 system was selected for an embolization procedure in the moderately tortuous vessel to treat bleeding. During the procedure while attempting to torque the device, the outer nickel shaft fractured and came loose from the inner shaft inside the patient. The device was removed from the patient and the procedure was successfully completed with a new direxion fathom-16 system. There were no patient complications reported.

Manufacturer narrative:
Device eval by MFR: the returned direxion microcatheter was analyzed for any damage. The devices shaft showed damage in the form a distal shaft fracture. The fracture was located 4cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported the outer shaft fractured. A direxion fathom-16 system was selected for an embolization procedure in the moderately tortuous vessel to treat bleeding. During the procedure while attempting to torque the device, the outer nickel shaft fractured and came loose from the inner shaft inside the patient. The device was removed from the patient and the procedure was successfully completed with a new direxion fathom-16 system. There were no patient complications reported.